Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming and read stopped. The pump was double beeping, line clamped, cassette removed, and tubing massaged. Air noted. Reconnected cassette but double beep persisted. Removed cassette and tapped on hard surface. Reconnected but pump began to alarm. Pump powered off and back on. Removed cassette and repeated troubleshooting steps. Reconnected and attempted to start, but the pump was alarming no disposable pump will not run. Pump powered off and line was clamped. This event occurred at patient's home and was operated by a health professional. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.